Event description:
Boston scientific received information : there was note of pacing inhibition in the right ventricle (rv), but this did not result in pacing inhibition of greater than 2 seconds. No syncope or presyncope mentioned by patient. The patient might undergo a revision procedure in the near future dr. (B)(6), (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).